Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that she would get low predictive alerts. Customer stated that on time the sensor glucose reading was 41 mg/dl but the blood glucose was 85 mg/dl. Customer disconnected from the insulin pump to take a bath and it went into threshold suspend. Customer also stated that she would calibrate and then it would ask for a calibration 2 minutes later. Customer removed the sensor and the cannula was bent. Customer inserted sensor in her lower back. Nothing further reported.